Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the catheter sheath was torn/split approximately 39cm from the proximal tip of the burr. A tug test and a connect/disconnect test were performed to examine the integrity of the connection and no issues were noted with the unit handshake connectors. The burr was microscopically examined and no issues were noted with the annulus of the burr. There were no scratches that exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a rotational atherectomy procedure, the sheath was cut. While preparing the 1.25mm rotablator rotalink plus device, it was discovered that the outer sheath was cut. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Event description:
It was reported that during preparation for a rotational atherectomy procedure, the sheath was cut. While preparing the 1.25mm rotablator rotalink plus device, it was discovered that the outer sheath was cut. The procedure was completed with a different device. No patient complications were reported and the patient status is good.